Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during the onset of the pt treatment. New disposables used to continue the treatment without incident. Dialyzer was reused 2 times prior to the reported event without incident. Hcp reports no pt injury or need for medical intervention.